Event description:
It was reported that there was an under-infusion event. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: concomitant med prod data. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion was not confirmed through log review and was not replicated during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. External and internal inspection of the suspect device did not identify any irregularities. The event date and time of the event was not reported. The pump modules and pcu logs were downloaded to ascertain event details associated with the reported complaint. The facility provided the data set named ¿alaris¿ and the pcu and pump modules event log. A review of the pump module and pcu error log showed no records related to the reported issue of the suspect pump module. The facility did not provide infusion details. A review of the pcu event log, the last infusion was recorded on 20 october 2025, at 5:01 pm. The suspect device was programmed in the ¿adult¿ profile via remote IV with the following parameters: as primary infusion was ¿0.9% sodium chloride¿ at a rate of 15ml/h with the volume to be infused (vtbi) of 250ml. The secondary infusion was ¿cefepime¿ with drug amount of 2000mg, diluent volume of 10oml, dose of 2000mg, concentration of 20mg/ml, rate of 200ml/h, and vtbi: 100ml (expected duration of 30 minutes). Then the user updated the vtbi to 110ml. At 5:35 pm, the secondary infusion completed and switched over to primary with a primary volume infused (pvi) recorded of 0.173ml and with secondary volume infused (svi) of 110.254ml. At 6:02 pm, the user pressed channel off. On 21 october 2025, at 12:20 am, a secondary infusion of ¿cefepime¿ was programmed via remote IV, with the following parameters: drug amount of 2000mg, diluent volume of 100ml, dose of2000mg, concentration of 20mg/ml, rate of 200ml/h, and vtbi: 100ml (expected duration of 30 minutes). At 1:01 am, the secondary infusion completed and switched over to primary with a pvi recorded of 6.908ml and with svi of 244.175ml. At 1:04 pm, the pcu was powered off. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported of an under infusion was not determined or replicated. Laboratory testing showed the suspected pump module was delivering fluid within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under-infusion event. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.